Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture along with noise, out of range impedances, and oversensing. There was asystole greater than two seconds. This lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.